Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's expiration could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia, right heart failure, myocardial infarction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced myocardial infarction post lvad implant with ventricular tachycardia (vt). The vt caused progressive right ventricular failure. The patient required veno-venous extracorporeal membrane oxygenation (ECMO) with no recovery of the right ventricle. Support was withdrawn and the patient expired. No further information was provided.